Event description:
Customer called to report a pod that he was not sure was delivering insulin. The customer stated when he activated the pod his bg was 180. A few hours later, customer woke up with a bg of 300. The customer initiated a correction bolus and went back to sleep. A few hours after that customer woke up again and his bg was 350. Customer then removed the pod and activated a new one. With new pod, the customer noticed a decrease in bg. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.